Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2007 - the patient was diagnosed with a symptomatic rectocele and underwent a recotcele repair with implant of a bard/davol flat mesh. Attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide additional patient and medical information. It is alleged that the patient experienced infection, erosion and pain. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." With the current information available, the conclusion for this file remains inconclusive. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
As was originally reported in 01/2016: (B)(6) 2007:the patient was diagnosed with a symptomatic rectocele and underwent a rectocele repair with implant of a bard/davol flat mesh. Attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on a review of medical records and the patient's legal claim: (B)(6) 2008: the patient was diagnosed with dyspareunia, hypertrophic, posterior vaginal tissue and underwent excision of excess vaginal tissue and posterior repair. (B)(6) 2012: the patient was diagnosed with vaginal pain, previous rectocele with mesh complication and underwent removal of previously implanted vaginal mesh (davol flat) and a posterior colporrhaphy. The alleged outcomes attributed to the device are listed as pain, erosion infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring.